Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit would not power on using either ac or dc sources. The device was charged and remained powered on for approximately 20 hours. Ac power was disconnected and units reverted to dc power. The device is incapable of engaging in monitoring. The device was unable to alarm when finger is removed from sensor or sensor is removed from system. Internal visual examination reveals disconnected speaker, ribbon cable and battery connections. The battery, ribbon cable connector and speaker connector were reconnected and the unit functioned as designed.

Event description:
"Customer states that the charging mechanism is not functioning properly. Rad-8 monitor will only power on with ac power connection, and powers off shortly if not plugged in. Monitor is continuously charging overnight. Battery charging green light illuminates when plugged in." No known impact or consequence to patient.